Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a sarcoma resection surgery an allevyn life xl 21x21 ctn10 was used on the patient, the silicone plates was placed in the bony prominences accordantly to the institutional protocol patient was in ventral position was required during procedure, surgery lasted for 1 hour and 30 minutes and when returning patient to ddh position and after removing the plates it was noticed that the patient's skin had macerations and looked like a kind of "glue". This problem was treated using 5 sachets of sting free adhesive remover.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Maceration typically resolves on its own once the skin is dry or with minor medical intervention (e.g., dressing change). Maceration that does not result in significant wound deterioration and that does not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure is considered not reportable pursuant to 21 cfr §803.